Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine kept powering off at random times, customer checked outlets and power cord. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power issue on main 2.1 and 2.2 legacy half height. A field service engineer (fse) identified a damaged retractile band on drawer 2.2 and replaced the retractor band. Multiple bumpers were also found missing on drawers 2.1 and 2.2. The customer was instructed to log in and perform drawer open/close testing, which functioned correctly. The customer inventoried medications in main legacy half-height drawers 2.1 and 2.2, and all tests were completed successfully. The system functioned as intended after the field service engineer repaired the device.